Manufacturer narrative:
C2/d10: concomitant product UDI for pump is ((B)(4). Concomitant product UDI for balloon is ((B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Recurrent incontinence is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent altered therapeutic response. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent fluid leak. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) implant device was experiencing no relief. The device had fluid loss as there was no fluid in the device. The physician removed the device through explant surgery, and there were no patient complications reported.